Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell on the insulin pump and now the insulin pump is flashing white and alarming. The insulin pump will return. The customer's blood sugar is 144 mg/dl.

Manufacturer narrative:
The insulin pump was received with a constant blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller electronic board. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay.